Event description:
It has been reported to philips that the flexvision screen does not start. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the flexvision pc. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The fse performed the full computer diagnostics and determined that there was a problem communicating with the flexvision pc unit and thus the fse reinstalled the software. During testing the fse found the computer was not booting properly every time and thus the fse recommended to replace the flexvision pc. The service quote provided by philips was not accepted by the customer, therefore no further action could be performed by philips. The medicol company, with whom the hospital has a service contract, probably replaced the flexvision pc to resolve the issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.